Event description:
Customer reported meter displayed an orange stripe across the top of the screen and it keeps her from seeing her results properly. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.